Event description:
The customer reported the ventilator went vent inop while in use on a patient due to an exhalation autozero failure. The customer reported the ventilator alarmed, and there was no patient harm.

Manufacturer narrative:
The respironics service technician reported he was not able to duplicate the customer reported problem but confirmed there was a diagnostic code found in the ventilator log history that indicated that the unit went vent inop. The service technician replaced the inspiratory module as a precaution. The service technician performed extended self testing (est) and performance verification testing, and the ventilator operated to specifications.